Event description:
It was reported that this right ventricular (rv) lead has exhibited a gradual increase with shock impedance measurements resulting in out of range measurements. Reprogramming options were discussed by boston scientific technical services (ts) and further testing was recommended. No adverse patient effects were reported. At this time, this lead remains in service.